Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, non-capture of lv and rv leads were observed. Testing in clinic revealed total dislodgement of the lv and rv leads and the rv threshold had increased. The following day (B)(6) 2018, a lead reposition was performed. The rv lead was repositioned. The lv lead was explanted and replaced. The physician believes the patient to be moving arms without restriction or precautions causing the dislodgement. The procedure went well and the patient is recovering well. The patient did not suffer any other adverse consequences.